Event description:
The complaint is reported as: cvc was placed with no difficulty. When infusing through the distal lumen there was leaking around where the extension line joined with the hub. Infusion stopped and line clamped and not used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l catheter for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed the distal luer hub was separated from the lumen. The luer contained remnants of extrusion within the hub. The lumen also contained a knot, likely to occlude the line. The outer diameter of the distal lumen measured to be 0.084" which is within specifications of 0.084-0.088" per product drawing. The inner diameter of the distal lumen measured to be 0.057" which is within specifications of 0.055-0.059" per product drawing. This indicates the wall thickness measured within specifications. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states "flush lumen(s) to completely clear blood from catheter." The proximal and medial extension lines were flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized each remaining line. No leaks were detected in the proximal or medial extension lines. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a separated luer was confirmed by complaint investigation of the returned sample. The distal luer was detached from the lumen and contained remains of extrusion within the hub. The sample passed all relevant dimensional and functional testing, and a device history record review was performed based on sales history with no relevant findings. Based on the condition of the sample received , manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: cvc was placed with no difficulty. When infusing through the distal lumen there was leaking around where the extension line joined with the hub. Infusion stopped and line clamped and not used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: cvc was placed with no difficulty. When infusing through the distal lumen there was leaking around where the extension line joined with the hub. Infusion stopped and line clamped and not used. No patient harm reported. The patient's condition is reported as fine.